Manufacturer narrative:
(B)(4). Evaluation summary: the reported failure code of 810:04 was confirmed in the pump's event history by a baxter service technician, but was not reproduced. The air in line printed circuit board was verified to be operational and within calibration specifications. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 810:04. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.